Event description:
The physician was using the main body graft wire and sheath assembly to introduce the ipsilateral iliac leg graft, when withdrawing both, the iliac leg sheath broke next to the valve of the iliac leg. Additional info received on 5/15/08 - when they deployed the ipsilateral leg, they were pulling back with both introducers, iliac and main body and the sheath of the iliac leg broke. The sheath tubing of the iliac leg separated from the valve assembly. The pt's anatomy may have been a factor, but not sure. They were able to remove the device and deploy a new iliac leg. Pt outcome was fine, no bleeding issues.

Manufacturer narrative:
Eval: this event is still under investigation.